Event description:
A customer reported unexpected negative reactivity with the 3-cell screening assay on galileo echo instrument (B)(4).

Manufacturer narrative:
A review of the image files showed that cell 2 of the screening assay was visually positive. Cells 1 and 3 appeared negative as expected. The customer was made aware that all negative antibody screening and identification results on the echo were to be visually inspected prior to release of results. This issue was communicated to customers in technical communication cc-09-042-02 on november 25, 2009.